Event description:
Caller reported that cartridge alarms 20 and frequently occurred over the past month. Blood glucose level was displayed as "high," but the specific value was unknown. The customer addressed the high blood glucose situation by administering a correction bolus via the pump. There was no need for third-party assistance, and the issue was not linked to the cartridge loading process. The customer successfully changed the cartridge and resumed insulin therapy, resolving the issue without adverse impact on blood glucose levels. Customer will continue to use pump for insulin delivery.